Event description:
An optometrist reported a case of dry eye, observed at the two month post lasik treatment. Reporter indicated the pt was started on artificial tears, tear gel and cyclosporine ophthalmic emulsion and the dryness has improved. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).